Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was non-responsive along the lower portion of display. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s technical service team recommended that the customer be pro-active and replace ui instead of replacing just touchscreen. The gui assembly was returned to the fi laboratory and found to be out of calibration. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. This customer returned gui assembly was tested and no failures were identified after performing the touchscreen calibration.